Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose device after an interventional procedure. The device was deploying as normal unitl the thumb advancer was advanced and significant resistance was felt near the end of the stroke. The physician continued to push very forcibly, heard the third click and fired the device as normal. The device removed as normal, but there was no hemostasis. Hemostasis was achieved with manual compression. There was no pt injury. No additional info is available.

Manufacturer narrative:
The device was returned deployed with the clip captured at the distal end of the device by the exchange sheath. The slit was initiated, but stopped 3 7/8' distal of the strain relief. The cutter was examined and was determined to be within specifications and was not a contributing factor. The root cause for the sheath material not slitting completely during deployment has been identified. A malfunction has been detected. Review of the history record (DHR) for this device did not produce any findings relevant to this investigation. An internal corrective and preventative action has been requested.